Event description:
Sterile kit was opened and had a broken saline ampule. The kit was dry. Unknown how long ampule was broken. Kit not used due to compromised sterility and glass shard presence.

Event description:
Sterile kit was opened and had a broken saline ampule. The kit was dry. Unknown how long ampule was broken. Kit not used due to compromised sterility and glass shard presence.